Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue, runthrough extra floppy; guide cath: heartrail ii jl4.0. It was not possible to perform a thorough analysis on the product because it was not returned for investigation. The reported patient effects of angina, death, shock and thrombosis as listed in the xience xpedition drug eluting coronary stent system instructions for use (IFU), are known patient effects that may be associated with the use of a coronary stents in native coronary arteries. In this case, a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The other xience xpedition referenced is being filed under a separate manufacturing report number.

Event description:
It was reported that the procedure was to treat a 99% stenosed high lateral of the left anterior descending artery (lad), and a 90% stenosed proximal lad. The patient was admitted to the hospital on (B)(6) 2014 with acute coronary syndrome (acs). On (B)(6) 2014, a 2.5 x 15 mm xience xpedition was implanted in the second diagonal of the lad. On (B)(6) 2014, a 2.5 x 33 mm xience xpedition was placed in the proximal lad. The patient was discharged from the hospital on (B)(6) 2014. On (B)(6) 2014, the patient presented with chest pain and shock. It was confirmed there was thrombosis in both of the xience xpedition stents. An intra-aortic balloon pump was used for intubation. On (B)(6) 2014, coronary angiography and swan-ganz were performed and the patient died on (B)(6) 2014. No additional information was provided.